Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The noticed a change in hearing around the start of 2022. In situ measurements then revealed affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user noticed a gradual change in hearing around the start of 2022. Prior to the decrease in hearing the user had very good hearing benefit from the device. In situ measurements then revealed affected channels. The user was re-implanted.